Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, patient preference was reported. The patient developed an aneurysm because the implant was over sized. It was reported that both cylinders in the proximal corpora bodies had aneurysms- the left was worse than the right. The device was revised.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Event description:
This follow-up MDR is created to document the additional event information received for record #: (B)(4). According to the information received, the inflatable penile prosthesis was implanted on (B)(6) 2018, revised, and pump and cylinders removed and replaced on (B)(6) 2020. The information received indicated that the pump and cylinders were replaced due to patient preference. The patient developed an aneurysm because the implant was oversized. Additional information received from the territory manager indicated that both cylinders in the proximal corpora bodies had aneurysms. The left was worse than the right. A titan touch pump and two cylinders were received for evaluation. The inlet tubing with the connector was detached to allow for testing. Examination and testing of the returned components revealed partial separations within abrasion on all pump tubing. These were not sites of leakage. Surface abrasion was noted on all pump tubing, indicating repetitive contact between surfaces. No functional abnormalities were noted with the pump, cylinder 1, cylinder 2, or the connector/inlet tubing segment. The information received indicated aneurysms with both cylinders; however, because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.